Manufacturer narrative:
Vyaire medical complaint #: (B)(4). Results of investigation: the suspect device was returned to vyaire medical's service department for evaluation. The customers reported issue could not be duplicated in the laboratory setting. The suspect device passed all tests and met manufacturer specifications.

Event description:
The customer reported that while trying to use their enve ventilator, the device would not ventilate when they wanted to transport a patient. The customer reported that the ventilator passes pre-use testing and ventilates but there is a clucking noise during the inspiratory phase. The customer stated that there was no patient involvement when this issue occurred.